Manufacturer narrative:
The device received open book or critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.

Event description:
It was reported that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level unknown. No further information was provided. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.